Manufacturer narrative:
47 unopened knives, in a blister were received for the report of blunt knives. Per the qe, a sample plan of 13 randomly knives were selected for visual and functional inspection. The samples were visually inspected and were found to be conforming. The samples were then functionally tested for penetration and were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent file was reviewed by the manufacturing site. The photo show a label with reported lot number. Reported issue cannot be confirmed from photo. The returned unopened samples were found to be conforming, therefore a blunt knives as described in the complaint was not confirmed. However since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. A nonconformance investigation is currently in progress to investigate the trend identified for dull cutting instruments. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgeries the ophthalmic blades were dull. There was no harm to the patients.